Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator went into back up mode following magnetic resonance imaging (MRI) scan in which device MRI procedure was not followed. High voltage therapies were disabled during backup mode. The patient was stable and asymptomatic.